Manufacturer narrative:
(B)(4). The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available. This issue is associated with field correction 2954323-08/17/2007-002-c which was reported to the (B)(4) district office on 20 aug 2007. Customers and retailers have been informed of the issue via letter results are available.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of a damaged display. There was no report of death, serious injury or mistreatment associated with this event.